Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Reliability analysis inspected three opened/used enlite sensors, and performed testing. One of three sensors failed with high readings. The two remaining sensors passed per specification with accurate readings. Also, found three bent cannulas. Unable to confirm that the customer received the sensors in said condition due to product being returned opened/used.

Event description:
It was reported the customer received a calibration error alert in their insulin pump. The customer also reported differences between their sensor glucose and blood glucose readings. Customer stated their blood glucose was 35 mg/dl and their sensor glucose read 111 mg/dl. Customer had treated their blood glucose with glucose tablets. Troubleshooting also found the customer a bent sensor cannula. The customer's sensor will be replaced. No additional information provided.